Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a mast tlif/mast spinal procedure in a patient diagnosed with low back pain, disc herniation and ddd. It was reported that during the  procedure, surgeon used longitude system, after placing the screws and rods, during the final tightening the s1 screw got popped out. Surgeon removed the screw and implanted another medtronic screw. There was no patient symptom reported. There were no further com plications reported regarding the event.